Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. Additionally, the monitor reset during testing at the manufacturer. The cause for the reset was isolated to an internally shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. The root cause for the shorted igbt could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming pulse testing.